Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. The customer stated that they tried to adjust the battery cap which resulted in a power loss. Customer also stated that they were able to clear the alarm but they did not receive request to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.